Event description:
As reported by an edwards affiliate, during a transfemoral tavr procedure with a 23mm sapien 3 ultra transcatheter heart valve, resistance was felt while introducing the commander delivery system with crimped valve through the esheath. The esheath kinked, and the stent of the valve had a small bent strut while crossing the esheath. The valve was implanted. There was a femoral dissection requiring covered stents to be implanted. When retrieving the esheath, a tear was noted. The patient was stable and discharged without complications.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
This supplemental report is being submitted as a correction to g3 on the previously submitted medwatch report. The correct date for g3 is june 24, 2025.

Event description:
Per additional information received, echo control performed the following day showed no leak, and no perforation. The esheath kink and the femoral dissection were noticed at the end of the procedure and it was unknown exactly when it occurred.

Manufacturer narrative:
Additional information added to b5, d4, h4, and correction to h6 and h11 statement based on additional information received. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The provided imagery was examined and revealed the following: bent valve frame strut on inflow side observed on deployed valve. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The reported event for frame damage was confirmed based on the evaluation of the provided imagery. Available information suggests patient factors (tortuosity) and procedural factors (excessive device manipulation) likely contributed to the event as per information provided there was moderate degree of tortuosity at the access vessel and reported information indicated resistance was felt while introducing the commander delivery system with the crimped valve through the esheath. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Furthermore, excessive device manipulation applied to overcome the resistance felt can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.